Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and tested device extensively while performing pm. The fse could not find any issue and all tests fell within manufacturer¿s specifications. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to calibrate the fiber optic sensor and unable to update timing, and no trigger errors. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported issue were noted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to calibrate the fiber optic sensor and unable to update timing, and no trigger errors. No patient harm, serious injury or adverse event was reported.